Event description:
Spontaneous call from patient. Patient reported that the plungers on some cartridges that he received a month prior are difficult to pull back on. No ae reported. No other details available. Did the reported product fault occur while in use with the patient? No. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device available for investigation? No. Did we replace the device? No. Did the patient have a back up device they were able to switch to? Yes. If yes, was the patient able to successfully continue their infusion? Yes. Is the infusion life-sustaining? Yes. What is the outcome of the event? Resolved. Reported to (B)(6) by pt/caregiver.